Event description:
There was an allegation of questionable elecsys total psa results for one patient from the cobas 8000 - cobas e 602 module. The patient underwent prostatectomy in 2022 and the psa results have been <0.03 ng/ml since. The initial result was 0.366 ng/ml and was questioned by the physician. The repeat result was <0.006 ng/ml with a data flag.

Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.